Event description:
Bend/kink in catheters appearance. No patient harm occurred another acu-nav was opened to finish the case. Rep notified. Manufacturer response for vascular ultrasound catheter, stryker reprocessed acu nav (per site reporter).